Manufacturer narrative:
The instruction how to lock the side rail is described in the enterprise 9000x instruction for use (746-591-en_12). There is a warning included: ¿make sure the locking mechanism is securely engaged when the split side rails are raised.¿ operation of the side rails should be checked daily. If the result of the test is unsatisfactory, the customer should contact arjo or an approved service agent. From the above, it seems that the side rail was malfunctioning. The side rail pin, which allows the side rail to lock, was not fully engaging due to internal debris or aged grease which got into the locking mechanism. When the patient leaned on the side rail, it opened. The patient fell from the arjo device and therefore, it played a role in the event. The involved system malfunctioned (side rail did not lock correctly) therefore the device did not meet its specification. The complaint was assessed as reportable due to the indication of the patient¿s fall.

Event description:
Arjo was informed about an event involving the enterprise 9000x bed, where a patient reportedly fell from the bed. According to the customer, the side rail did not prevent the patient from exiting the bed. No injury was sustained. During the device inspection, the arjo technician found that the side rail latching mechanism was not fully engaging due to internal debris or aged grease. Lubrication was applied, and no side rail parts required replacement. After lubrication, the side rail locking mechanism operated as intended.